Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: removal/snaring of the balloon catheter shaft. Device issue: difficult of remove; shaft separation. It was reported that during a ptca procedure, the distal end of the balloon catheter and the distal end of an unknown guide wire became separated after resistance was noted. The separated parts were lost, then both of the parts were snared and retrieved from the patient's coronary artery during the same procedure. There were no patient effects reported. No additional event or patient information is available.

Manufacturer narrative:
Results: a conclusive root cause could not be determined for the shaft separation. Eval summary: quality assurance analysis revealed that the catheter was returned with blood and fluid visible in the separated lap joint. The distal end of the catheter was not returned, the separation was at the lap joint. There was adhesive visible in the lap joint. The support mandrel was sticking out of lap joint for a length of 7 cm. The support mandrel was wavy. The used guide wire was not returned. There was no other damage noted to the device. Product performance engineering has reviewed the case description and analysis of the returned device; damage was noted. The analysis was able to confirm the case description, as the proximal portion of the separated catheter was returned. The analysis observed adhesive at the lap joint of the proximal separated portion, which suggests that adhesive, was present to bond the distal separated portions. In addition, there were no indications of delamination and the proximal portion of the lap joint appeared to be intact. The case description stated that the reported difficulty occurred "...after resistance was noted." The instructions for use (IFU) recommends "...continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter." An investigation of the distal separated portion of the returned device could have aided the investigation; however, the portion was not returned to abbott for analysis. The associative devices used during the procedure were not returned, which may have aided the investigation. Based on the information available, a conclusive root cause could not be determined from the case description and analysis of the returned device. Product performance engineering will continue to trend and monitor the incident circumstances. All catheters are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity. The MDR is considered closed by the quality assurance department.